Manufacturer narrative:
(B)(4). Visual inspection of the returned found that the handle component has fractured off in guide component. Review of the device history record and supplier DHR and identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the wrong twist handle was screwed into the wrong guide, as a result the instrument fractured. Attempts have been made and no further information has been provided.